Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated, shields are hard to remove stated, needle hub separated after pulling on shield once, the needle was missing completely after removing shield lot: 9112704, catalog: 328440, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (2) loose 3/10cc syringes. Customer states that the shields are hard to remove. Customer states that the needle was missing after the shield was removed. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9112704. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200821671, 200821662, 200821922] noted that did not pertain to the complaint. Root cause: root cause for this defect cannot be determined. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated, shields are hard to remove. Stated, needle hub separated after pulling on shield once, the needle was missing completely after removing shield. Lot: 9112704. Catalog: 328440. Date of event: unknown.